Event description:
It was reported that, "cemented cup was loose".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and medical records were requested, but not provided. If it becomes available, the eval summary will be submitted in a supplemental report.